Manufacturer narrative:
(B)(4). The stent delivery system (sds) with stent was visually, tactilely and microscopically examined along the entire length, and the only damage seen on the device was multiple strut stent damage with the maximum extending back at 180 degrees. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
This event is reportable based on the product analysis approved on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The index procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous left anterior descending (lad) artery. After pre-dilation, the physician attempted to place a 2.5x30mm taxus liberte stent, but was unable to cross the target lesion. The procedure was successfully completed with another unspecified device. No patient complications occurred and the patient's condition was listed as "good". However, the returned product revealed stent damage.